Event description:
The patients¿ left duracon knee was revised due to instability.

Manufacturer narrative:
A visual inspection and material analysis were performed on the returned insert component. The asymmetric and posteriorly skewed damage pattern suggests component instability or mal-alignment. There was no evidence of manufacturing or material defects on the returned insert. There is no indication at this time that the design, materials, or manufacturing of the subject device contributed to the event. If additional information becomes available, this investigation will be reopened.

Event description:
The patient's left duracon knee was revised due to instability.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown small 11mm insert. When completed, the investigation results will be submitted in a supplemental report.